Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: 511211 lead, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead dislodged, and the lead exhibited high thresholds and low impedances. The rv lead was explanted and replaced. The cardiac resynchronization therapy defibrillator (crt-d) was also explanted and replaced because the rv set screw was stripped. No patient complications have been reported as a result of this event.